Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that impedance measurements on the right ventricular (rv) channel of this cardiac resynchronization therapy pacemaker (crt-p) were low and out of range in one configuration. No adverse patient effects were reported. This device remains in service.